Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no supported by physio; therefore parts and service are no longer available. Physio recommended that the customer permanently remove the device from service and that a replacement unit be obtained. The device has not been returned to physio for an evaluation. The cause of the reported event could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service wrench present and an event code logged in the memory indicating that defibrillation may not be able to be delivered, if it were necessary.  There was no patient use associated with the reported event.